Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2004. The patient had an apogee mesh implanted on (B)(6) 2008 the patient experienced pain, erosion of her internal tissues, recurrent prolapse, recurrent incontinence, pudendal neuralgia, pelvic floor myalgia, and dyspareunia, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Recurrent prolapse occurred. Pudendal neuralgia occurred. Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, neuromuscular problems, and vaginal scarring. It was reported that the patient also underwent vaginal hysterectomy with bso on (B)(6) 2008. It was reported that the patient underwent a transvaginal urethrolysis on (B)(6) 2010 concurrently with removal of anterior mesh, posterior excision of eroded mesh, infected mesh, removal of mesh from the rectal wall, removal of the arms of the mesh from the right and left levator fossa, and removal of mesh from perineum. It was reported that the patient underwent extensive posterolateral left vaginal wall reconstruction on (B)(6) 2011 concurrently with reconstruction of the posterior vaginal wall, excision of mesh of distal posterior vaginal wall and exploration of left perineal incision. It was reported that the patient underwent transvaginal and transperineal excision of mesh on the left ischial fossa, levator muscles and perirectal on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-00273 . The same patient is represented in each medwatch.